Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with information indicating the patient was deceased. The cause of death was listed as sepsis and multi-organ failure complicating constructive pericarditis and congestive heart failure. Attempts to obtain additional information and the source of the sepsis were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.